Manufacturer narrative:
Root cause couldn't be determined due to unavailability of sample/batch/lot number information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event.

Event description:
Material # unknown. Batch # unknown. It was reported by customer that during depo administration with a 25gx1 bd safetyglide needle, the medication would not inject into the muscle. The first needle was disposed, and a new needle was placed which was also blocked. A third needle was obtained, and the medication was successfully administered. Verbatim: rcc received a complaint via email. During depo administration with a 25gx1 bd safetyglide needle, the medication would not inject into the muscle. The first needle was disposed, and a new needle was placed which was also blocked. A third needle was obtained, and the medication was successfully administered. Ref report: mw5157825.

Event description:
Material # unknown. Batch # unknown. It was reported by customer that during depo administration with a 25gx1 bd safetyglide needle, the medication would not inject into the muscle. The first needle was disposed, and a new needle was placed which was also blocked. A third needle was obtained, and the medication was successfully administered. Additional information: the material and lot number for this event is unknown. There was no patient harm as a result of the event.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.